Event description:
A malfunction on the pump was reported after the device had been dropped. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump using provided instructions, which resolved the issue without the malfunction code recurring. Customer was advised to continue using the pump and to call back if any issues reappear.